Manufacturer narrative:
Correction d10: returned to manufacturer on: 2021-05-17 h3 see h10.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% stopped flushing halfway through due to plunger resistance. The following information was provided by the initial reporter: "bd 10cc pre filled 0.9% saline syringe - plunger stopped halfway through flushing central line, could not continue the flush due to ++ resistance."

Manufacturer narrative:
G6: is combination product? No. The following fields were updated due to additional information: d4: medical device lot #: 1019576. D4: medical device expiration date: 2024-01-31. H4: device manufacture date: 2021-01-19. D10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary: it was reported that the plunger stopped halfway through flushing central line, could not continue the flush due to resistance. To aid in the investigation, four samples in a ziploc plastic bag were received for evaluation by our quality team. The rubber stoppers are at 4ml, 5ml, 6ml and 7ml. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. It could be possible the customer had product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306575, lot number 1019576. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% stopped flushing halfway through due to plunger resistance. The following information was provided by the initial reporter: "bd 10cc pre filled 0.9% saline syringe - plunger stopped halfway through flushing central line, could not continue the flush due to ++ resistance."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% stopped flushing halfway through due to plunger resistance. The following information was provided by the initial reporter: "bd 10cc pre filled 0.9% saline syringe - plunger stopped halfway through flushing central line, could not continue the flush due to ++ resistance."